Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that vancomycin 1.5gram/500ml was started at 0958 through a PICC line. At 1045 the physical therapist was arranging the room in order to treat the patient, moved the IV pump/pole slightly to the side, and it started beeping. The rn went into the room and noted that the infusion had stopped with an alarm for "channel disconnected." When the rn pushed the channel select key, the entire pump turned off. A new pump/pole was obtained and the rn took the previous pump/pole out of the room. A new dose of the vancomycin was ordered so that the patient could receive the entire dose. Biomed replaced the pressure sensor, and the iui connectors which were reported to be "defective" with no details of the defect provided.

Manufacturer narrative:
227102 evaluation statement: the reported event of a channel disconnect could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time.

Event description:
The customer reported that vancomycin 1.5gram/500ml was started at 0958 through a PICC line. At 1045 the physical therapist was arranging the room in order to treat the patient, moved the IV pump/pole slightly to the side, and it started beeping. The rn went into the room and noted that the infusion had stopped with an alarm for "channel disconnected." When the rn pushed the channel select key, the entire pump turned off. A new pump/pole was obtained and the rn took the previous pump/pole out of the room. A new dose of the vancomycin was ordered so that the patient could receive the entire dose. Biomed replaced the pressure sensor, and the iui connectors which were reported to be "defective" with no details of the defect provided.